Manufacturer narrative:
The reported event that the device is damaged on the back was confirmed by the device evaluation. During the visual inspection it was observed that the select button was broken off. Any physical impact to the tracker can cause product damage.

Event description:
It was reported that during testing conducted at the user facility, the button on the device was broken off and a piece of it was missing. As the event was identified during testing, no patient involvement or procedural delays were associated with this event.

Event description:
It was reported that during testing conducted at the user facility, the button on the device was broken off and a piece of it was missing. As the event was identified during testing, no patient involvement or procedural delays were associated with this event.